Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high impedance , under-sensing, pacing through the r waves, and was unable to capture, the right ventricular (rv) lead exhibited high impedance, inability to capture and was confirmed to be fractured. The leads were capped. No patient complications have been reported as a result of this event.